Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 320 mg/dl. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: pump passed displacement test, basic occlusion test, occlusion test, excessive no delivery test and prime/a33 test. Motor passed motor test. No motor error alarm. Pump received with minor scratched display window. Unit received cracked case display window corner. Pump received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.